Event description:
It was reported the patient's blood glucose level rose to 349 mg/dl while wearing the pod for an unspecified period of time. The patient reported that they activated a pod the previous evening and then noticed that their blood glucose levels were rising above 300 mg/dl. At the time, the pod was in manual mode due to an automated delivery restriction early in the morning after which they were able to go back into automated mode. As treatment, the patient bolused for carbs, despite not eating anything (9.7 u at 2:52 am). When the pod was removed from the infusion site (site), the pod's cannula was found bent. The patient was able to successfully resume treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.